Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. To fix the issue, the fse replaced the coiled cable. The fse then completed full calibration and all functional and safety tests. The unit passed all tests performed as per factory specifications and was returned unit to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented screen issue. The screen was intermittently blanking out. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.